Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-05015 / 05018).

Event description:
During final implant, both instruments failed during use. The plastic insert fractured in the anti-rotational tool and the shaft of hex driver fractured. Surgery was delayed 10 minutes, but completed with anther device. There was no harm or injury to the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.